Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). The actual device has been received yet and the investigation is on going at this time. A follow up report will be provided when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: customer reports: "that nurse told him it was an underinfusion, it was programmed to run at 1000ml/hour but when the hour was up, half the bag was still left" nurse was unable to provide any additional details.